Event description:
It was reported that the patient had a revision surgery for their interstim. The nurse was looking for a manufacturer representative to come and meet with the patient as they had been moved to the same-day surgery department. No patient information or outcome were reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).